Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The MRI technician reported that the implantable neurostimulator (ins) was depleted and had not been charged for a couple months because the patient did not feel it was helping her. The patient was still having pain in the back. The patient needed an MRI of the c-spine and the MRI technician did not believe the reason for the scan was related to the device. It was unknown if the change in therapy/symptoms was considered gradual or sudden. It was unknown when the issues started to occur. The patient's relevant medical history includes spinal pain. The patient later reported that she could not go into MRI mode. The patient did not have pain and did not use stimulation for a month. The last charge was in (B)(6) 2015 sometime. The patient stopped feeling stimulation around that time too. The patient was seeing poor communication with the patient programmer (pp) and seeing the reposition antenna screen with the implantable neurostimulator recharger (insr). The patient did not recharge because she did not realize the battery was still discharging when it was off and not being used. It was also reported that the patient had fallen three times in (B)(6). After the first fall stimulation changed to an undesired/wrong location. She no longer felt stimulation in her back and only felt it in her legs. It felt like it was vibrating. The patient went to the doctor but the device was not checked and x-rays were not done or anything. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from an MRI technician on 2017-jun-19. The patient was having an MRI that was not due to a prob lem with the device or therapy but symptoms were reported that may be related. The patient had their ins removed because it was not working right and went dead 3-4 months after implant. They were not getting therapy benefit from the system since being implanted and only felt vibrations. The MRI technician stated that the leads were still implanted. No further complications were reported/are anticipated.